Event description:
I am a person with type 1 diabetes using medtronic's minimed 780g insulin pump with the instinct continuous glucose monitoring (cgm) sensor. I am submitting this complaint due to repeated sensor failures while the pump is operating in automated mode, resulting in insulin delivery based on inaccurate glucose readings. My concern is not solely with the device malfunction--which I understand can occur with medical technology--but with the complete inability to obtain technical support from medtronic when these failures happen. For the past six days, I have been unable to reach minimed's technical support team for guidance or to request a replacement sensor. I have called daily, including during overnight hours to avoid peak call times. I have also sent emails and used the automated callback system, which now appears to have been discontinued. Despite these efforts, I have received no response from medtronic. I have been a medtronic pump user since 2008 and have never experienced such a prolonged lack of communication. This absence of support is both unsafe and unacceptable. Insulin pumps are complex, life-sustaining medical devices. When they malfunction, patients require timely technical assistance to determine whether the device is safe to continue using. Without access to support, patients--especially new users--are left without guidance in situations that could lead to serious harm or even loss of life. Medtronic's website instructs users to call 911 for emergencies, but this is not appropriate for urgent technical questions about device function, such as whether a dropped pump remains safe to use or how to respond to sensor failure in automated mode. While delays in customer service for routine ordering issues may be understandable, the lack of accessible troubleshooting support for a device that automatically administers insulin is dangerous and negligent. It is unsafe to market and distribute a medical device of this complexity without ensuring that patients can reliably access technical support. I am requesting that the FDA investigate medtronic's failure to provide adequate support infrastructure for users who depend on these devices for survival.